Manufacturer narrative:
H10 clinical statement: there is no allegation of a fresenius device malfunction or deficiency associated with the reported infection. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialysis patient tried home dialysis in the past and got an infection. Upon follow-up, the patient¿s clinic reported that the patient had transferred to a (B)(6) clinic that was closer to the patient¿s home. The clinic did not have any information related to the reported infection. Attempts to contact the patient were unsuccessful. It is unknown what type of infection the patient was referring to in the statement. It is unknown if the patient was utilizing fresenius product at the time of the infection. There is no allegation of a fresenius device malfunction or deficiency associated with the reported infection. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that a dialysis patient tried home dialysis in the past and got an infection. Upon follow-up, the patient¿s clinic reported that the patient had transferred to a (B)(6) clinic that was closer to the patient¿s home. The clinic did not have any information related to the reported infection. Attempts to contact the patient were unsuccessful. It is unknown what type of infection the patient was referring to in the statement. It is unknown if the patient was utilizing fresenius product at the time of the infection. There is no allegation of a fresenius device malfunction or deficiency associated with the reported infection. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient tried home dialysis in the past and got an infection. Additional information has not been provided.